Event description:
In an article titled "sacral kyphoplasty for the treatment of painful sacral insufficiency fractures and metastases", a study was performed to evaluate the safety and efficacy of sacral kyphoplasty for sacral insufficiency fractures and metastases. The following was reported in the results. Complications related to the procedure occurred in only one patient, wherein cement extravasated into the s1 foramen. This resulted in s1 radiculitis and was successfully treated with a caudal epidural steroid injection with a catheter steered to s1 nerve root. An s1 transforaminal epidural steroid injection was not attempted because of the impaired visualization of the foramen, secondary to the cement radiopacity. No further information was reported.

Manufacturer narrative:
Age at event: the average age was (B)(6) years ((B)(6)). Sex: eleven patients were identified; all were women. Desc evt problem: events reported in this article are reported in MFR report #s 2953769-2012-00044, and 2953769-2012-00045. Article titled "sacral kyphoplasty for the treatment of painful sacral insufficiency fractures and metastases", by rinoo v. Shah, md, mba.